Manufacturer narrative:
510k: this report is for an unk - nails: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure with retrograde approach for an ipsilateral hip/shaft, poly trauma and non-union at segmental femoral shaft and left pertrochanteric femoral fracture. Postoperatively, there was no union of fracture noted and patient had an ipsilateral femoral neck, pertrochanteric, and segmental femoral shaft fracture. Patient were treated with orif of the neck and pertrochanteric fractures with a proximal femoral locking plate and a retrograde r/afn was used for the shaft component. There was an evidence of healing reported. This report is for one (1) unk - nails: rafn. This is report 1 of 1 for (B)(4).